Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to suspected infection. The infection was confirmed during the revision procedure and an irrigation and debridement was performed. The tibial bearing was removed and replaced.